Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(4).

Event description:
On (B)(4) 2019, the reporter contacted animas and alleged the patient experienced on (B)(6) 2019 a blood glucose of 480mg /dl, with symptoms of nausea, vomiting, polyuria, polydipsia, and large ketones, associated with an alleged cartridge issue. Reportedly, the patient remained on the pump, and was treated with intravenous fluids, and insulin via injection by their healthcare provider in the emergency room. During troubleshooting with customer technical support, it was revealed the patient had used two cracked cartridges and did not notice until they were in the hospital for treatment. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a cartridge issue.